Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one week following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to complete heart block (chb). No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that the complete atrioventricular block occurred with persistent atrial fibrillation. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that reported the atrial fibrillation (afib) was not present prior to the valve implant, and did not occur during the valve implant procedure. The exact onset of the afib is unknown. Per the physician, the valve is not related to the afib. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.